Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597. Device evaluated by MFR: the mustang device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 40mm in length and extended from a position 8mm proximal of the proximal markerband to 15mm proximal of the distal markerband. The investigator was unable to inflate the balloon during analysis, due to the longitudinal tear. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21nov2025. It was reported that balloon poor re-wrap occurred. The target lesion was located in the challenging arteriovenous fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the balloon did not inflate well in the lesion and it was poorly re-wrap. The balloon was removed, and the procedure was completed with a non-boston scientific device. There were no patient complications as a result of this event. However, device analysis revealed a longitudinal tear was identified in the balloon material.